Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed on (B)(6) 2020 by another health care provider. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they had pain and discomfort in their tailbone where the wire was replaced since implant and they still had pain. They day prior and the day before that they had the stimulation too high and turned it down and it still hurt. They said the pain was there even when stimulation was comfortable. They day prior they were nauseated and when they turned stimulation down they felt better. They didn't think if they turned it down anymore it would stop the hurting. They were on program 6 at 2.3 or 2.4 volts and they had been on that program for about a month. They said they were not getting much urine out when they used their catheter and the doctor had not run any bloodwork. They said their problems started before march 2. They said they were having electrical shocks in the bottom of their feet and they had seven tremors and the doctor said if the battery wasn't so low, it would have taken them out. They had been on flomax for 5-6 weeks and it had not helped. They were due to go back to the doctor on thursday, july 23rd.

Manufacturer narrative:
B5: correction: unreported last reported update, "additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed on (B)(6) 2020 by another health care provider. No further complications were reported/anticipated at this time." See manufacturer report #3004209178-2020-06855 for report involving the patient's previous device replacement. Also removed "they said their problems started before (B)(6) ," from b5 as this was in regards to previous device as well. This was reported in the source document as (B)(6), not (B)(6),' which still references their previous device. B5: correction: additional information was noticed to have been needed. "Additional information was received from the patient. They reported it had been two months since their device was implanted and they still could not go to the bathroom on their own. They noted their device was implanted for retention. They turned their device off and had been able to empty more on their own with the device off. They were on program 7 and were not getting any results. They were having problems with their tail bone, but it had resolved. " entire b5 included in this report due to aforementioned revisions. See manufacturer report #3004209178-2020-06855 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they had pain and discomfort in their tailbone where the wire was replaced since implant and they still had pain. They day prior and the day before that they had the stimulation too high and turned it down and it still hurt. They said the pain was there even when stimulation was comfortable. They day prior they were nauseated and when they turned stimulation down they felt better. They didn't think if they turned it down anymore it would stop the hurting. They were on program 6 at 2.3 or 2.4 volts and they had been on that program for about a month. They said they were not getting much urine out when they used their catheter and the doctor had not run any bloodwork. They said they were having electrical shocks in the bottom of their feet and they had seven tremors and the doctor said if the battery wasn't so low, it would have taken them out. They had been on flomax for 5-6 weeks and it had not helped. They were due to go back to the doctor on thursday, (B)(6). Additional information was received from the patient. They reported it had been two months since their device was implanted and they still could not go to the bathroom on their own. They noted their device was implanted for retention. They turned their device off and had been able to empty more on their own with the device off. They were on program 7 and were not getting any results. They were having problems with their tail bone, but it had resolved. Additional information was received from the patient. They reported that the device is not working, and they have tried all 7 programs. The met with a manufacture representative yesterday who told them the device probably won¿t help the patient. The manufacture representative suggested an x-ray to check the lead. They checked the device and said everything was ok. The patient thinks their bladder has fallen or there is an issue with their kidneys. The patient had been cathing since yesterday. They said that yesterday and last night they got a shock on the bottom of their foot, once while driving. The patient wanted the device removed but the healthcare professional wont remove it. Additional information was received from the patient. They repeated the previous event details and reported when they met with the manufacturer representative on 2020-(B)(6), they had recommended the doctor order x-rays, but the healthcare provider had refused. The patient got a second opinion from another physician and they ordered several x-rays. It was confirmed the "lead wires were not even connected." They were waiting on having another surgery with that healthcare provider, as they first needed to get cleared since they had an aortic aneurism. In the meantime, they were put on a different medication which had helped them urinate a little bit better, although they still had to use a catheter.

Event description:
Additional information was received from the patient. They reported that the device is not working, and they have tried all 7 programs. The met with a manufacture representative yesterday who told them the device probably won¿t help the patient. The manufacture representative suggested an x-ray to check the lead. They checked the device and said everything was ok. The patient thinks their bladder has fallen or there is an issue with their kidneys. The patient had been cathing since yesterday. They said that yesterday and last night they got a shock on the bottom of their foot, once while driving. The patient wanted the device removed but the healthcare professional wont remove it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.